Manufacturer narrative:
Concomitant medical devices: product ID: 8590-1, lot# n146228, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving bupivacaine 40mg/ml at 1.999 mg/day and morphine 20mg/ml at 0.999 mg/day via an implantable pump for non-malignant pain and "hip: on (B)(6) 2015, the patient's pump was replaced due to normal end of life (eol) battery depletion. During surgery, it was found that the patient needed a catheter revision because "there was not good drainage from it." No troubleshooting was performed. As of (B)(6)2015, the patient was doing very well. If additional information becomes available, a follow-up report will be submitted.